Manufacturer narrative:
H6: patient code c50771 was removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked if the cause of the stimulation output issue was determined, the hcp said the patient changed settings on their own after they were advised to leave it alone which resulted in overstimulation. They added that the patient didn't use their lovenox as instructed which caused the excess building. The hcp told the patient to not take until 36-72 hours later, but they used it immediately after surgery and the next day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient got the trial put in on (B)(6) 2019, but feels stimulation "up my butt, not in my vagina and also a tingling in my foot"; they were feeling stimulation in the wrong area. They added that stimulation "is turned down but its not helping the symptoms because I'm feeling it on my butt". When asked, the patient has not fallen nor have they endured any trauma since the trial was placed; they've "just been laying around" and then mentioned they "got sick when it was put in on thursday, I had a blood vessel leaking so they had to go back in and redo it on friday". They added that it was because of the trial and because they are on blood thinners. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.